Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy the instrument was opened and used during the beginning of the procedure. The device locked and jammed midway. Another device used from the same worked fine. There was no pt consequence.